Event description:
It was reported that during the procedure, the throat of the patient was affected outside the target area, therefore the treatment was stopped and cancelled. The patient had a first and second-degree burns involving the soft palate, uvula, tonsil lower pole, lateral pharyngeal wall. The system was checked and found that there were no critical errors. A self-test to check the system condition was run and the test was successful. The burns were treated with steroid irrigation, intubation, IV steroids with 3 sessions of debridement and antibiotics. The patient was under general anesthesia when event the occurred. No further patient complications were reported.

Event description:
It was reported that during the procedure, the throat of the patient was affected outside the target area. The system was checked and found that there were no critical errors. A self-test to check the system condition was run and the test was successful. No further information regarding the patient was provided.

Event description:
It was reported that during the procedure, the throat of the patient was affected outside the target area, therefore the treatment was stopped and cancelled. The patient had a first and second-degree burns involving the soft palate, uvula, tonsil lower pole, lateral pharyngeal wall. The system was checked and found that there were no critical errors. A self-test to check the system condition was run and the test was successful. The burns were treated with steroid irrigation, intubation, IV steroids with 3 sessions of debridement and antibiotics. The patient was under general anesthesia when event the occurred. No further patient complications were reported.

Event description:
It was reported that during the procedure, the throat of the patient was affected outside the target area, therefore the treatment was stopped and cancelled. The patient had a first and second-degree burns involving the soft palate, uvula, tonsil lower pole, lateral pharyngeal wall. The system was checked and found that there were no critical errors. A self-test to check the system condition was run and the test was successful. The burns were treated with steroid irrigation, intubation, IV steroids with 3 sessions of debridement and antibiotics. The patient was under general anesthesia when event the occurred. No further patient complications were reported.